Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was post paced t-wave oversensing. No intervention was performed. The patient was stable throughout the event.